Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that the system shut itself off prior to a surgical procedure. Additional information has been requested.

Manufacturer narrative:
The system was examined. The company representative found the connections of the power controller board to be loose, so they reseated the connections. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 20, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to loose assembly wires. The manufacturer internal reference number is: (B)(4).